Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the root cause was undetermined. The reported problem was unable to be confirmed or duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire is currently awaiting return of the suspected faulty component but it has not been received for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator is showing "vent inop". The ventilator can not be shut off unless it is unplugged from the wall. The customer advised there was no patient involvement.